Event description:
It was reported that device can't calibrate force sensor. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on right plunger case otherwise no appearance of any physical damaged was found. Customer?s reported issue was duplicated. During power-up process. The root cause of the reported issue was determined. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed preventive maintenance and all functional testing which passed.